Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007492, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 25-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007492". No further statistical trending analysis is required. Test results: no sample was provided, as in metioned in the report. "No sample was received for examination" device history record (DHR)review: packagin: the lot 6007492 was manufactured according to the work instruction (wi) version 44 and manufactured in the multivac 07 on 07-jun-2024, with a total of (B)(4) units. Gluing tube assembly: the lot 4e04047 was manufactured according to the wi version 24 and manufactured in the gluing machine 07 on 30-may-2024, with a total of (B)(4) units. The lot 4e06261 was manufactured according to the wi version 24 and manufactured in the gluing machine 07 on 04-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage occurred in the cannula. No further information available.